Event description:
The customer reported a cable/pad failure error on the service report and also a therapy knob failure. There was no adverse pt impact reported.

Manufacturer narrative:
(B)(4). The customer reported a cable/pad failure error and also a therapy knob failure. There was no adverse pt impact reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.